Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source. The led light around the wake button began to flash green however the light then stopped and the pump screen was unable to be turned on. Customer reported blood glucose level was 127 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.